Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating a speaker malfunction, no audible alarms. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
The customer biomed stated there was a speaker malfunction and the unit is not making any tones when booting up. The philipse remote service personnel (rsp) assisted the customer and stated the speaker is defective and provided the part numbers for the speaker and the main board. Based on the information available, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer is taking responsibility to correct/repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.